Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. The article concluded high surgeon and/or interventionalist expertise in high volume centers, associated with deep knowledge of the f-evar materials and bail out techniques remain fundamental. [(B)(4)].

Event description:
Article: kasemi, h. E. (2016). Complicated fenestrated endovascular repair of a pararenal aortic aneurysm. Annals of vascular surgery, 133.e7-133.e10. Purpose: to report the case of a (B)(6) man treated with a custom made fenestrated endograft for pararenal aortic aneurysm repair. Per the article adverse events included graft migration causing compression of the stent, stent migration and required removal during the procedure.